Event description:
This is now my third medwatch report because tandem diabetes care keeps mishandling my complaints, ignoring my concerns, and leaving me without answers about the safety of a device I rely on to stay alive. Their behavior has been dismissive, negligent, and completely unacceptable for a medical device company. Background on prior reports first report (around (B)(6) 2025): reported that my insulin pump was giving incorrect infusion-site change reminders, which is a potentially serious issue. Second report (early (B)(6) 2025): submitted because tandem closed my first report without resolving anything, without contacting me properly, and without giving me any explanation. Neither issue was addressed. Neither issue was fixed. The company simply closed the case and moved on. Between (B)(6) 2025, a woman from tandem diabetes care called me regarding the same device problem. She did not identify herself at any point during the call. She requested access to my pump data for those dates and told me she would contact me sometime between (B)(6) with the results of her review. I provided everything she asked for immediately, because this is about my health and my safety. She never contacted me again. After waiting a full week, I began calling tandem for an update. Now they won't answer my calls at all. At this point, it honestly feels like they are screening my number and refusing to speak with me because they don't want to deal with this issue. This is outrageous. I depend on this device every day to stay alive. I reported a potential malfunction in good faith, provided data, followed their instructions, and they completely abandoned the follow-up they promised. I have no idea whether the device malfunction poses a real danger or is still occurring. The effects on. Severe frustration and stress because a potentially dangerous device problem remains unresolved no communication or follow-up from the manufacturer loss of trust in a medical device that is critical to my survival feeling ignored, dismissed, and treated as a burden by the company responsible for patient safety ongoing uncertainty about whether the pump is functioning correctly their refusal to engage with me is reckless and absolutely unacceptable. The company won't run any tests on my pump; they don't care. "Is real sick and tired of going on."